Event description:
A customer reported a malfunction on their pump, which did not result in any adverse impact on the customer's blood glucose level. Despite multiple attempts, the customer was unable to power off the device after resetting it. Technical support assisted with the pump reset and decided to replace the pump, approved by a supervisor, due to the ongoing difficulty. Additionally, a replacement infusion set was sent as a goodwill order at the customer's request. The customer was informed that the new pump would have updated software, which they understood and acknowledged. Instructions were given for returning the problematic pump and shipping arrangements were confirmed.